Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.